Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos showed two (2) unused tubes, and one used tube, but the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg that ten (10) tubes underfilled. Samples were recollected. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) e1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg that ten (10) tubes underfilled. Samples were recollected. There was no health impact or consequence reported.